Event description:
It was reported that the patient presented to hospital for an implant procedure. Device interrogation during pre-discharge noted that the right atrial (ra) lead exhibited failure to capture and failure to sense. The ra lead was explanted and replaced. The patient was in stable condition.